Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardiac monitor exhibited undersensing due to loss of contact in the pocket. The device was reprogrammed. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: date of birth.